Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2014. The filter perforated through the ivc. The filter further perforated the patient's aorta. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/aorta perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b5, b6, b7, d1, d4, g4, h4, annex e, annex a, annex g, annex b, annex c, annex d, and h6. Investigation ; the following allegations have been investigated: organ/aorta/vena cava (vc) perforation, tilt , anxiety/worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported anxiety and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right femoral vein due to history of chronic deep vein thrombosis (dvt) and multiple pulmonary embolisms (pe). The patient alleges vena cava perforation and organ perforation. The patients further alleges multiple prongs perforated the inferior vena cava (ivc), one prong perforated the aorta, anxiety, and worry. Patient allegedly received a stent jul2014 due to blood clots. 18apr2019, per a report from computed tomography; ¿positive for caval perforation. Superior extent of ivc filter l2-l3 disc space. Inferior extent inferior l4 vertebral body. A total of 4 prongs have perforated through ivc. Maximum distance prongs perforated through ivc 6.09 mm. Coronal images 5.12 degree tilt right to left. Sagittal images 3.18 degree tilt posterior to anterior. Diameter of ivc directly above filter 20.11 mm x 15.83 mm.¿